Event description:
It was reported that during a recanalization procedure, the guidewire allegedly stuck inside the patient. The doctor attempted to use a snare retrieval kit to retrieve the wire but was unsuccessful due to its placement and the angle. The current status of the patient is unknown.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024). Device not returned.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However a photo was provided for review. Therefore, the investigation is inconclusive for the reported issues. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure, the guidewire allegedly stuck inside the patient. The doctor attempted to use a snare retrieval kit to retrieve the wire but was unsuccessful due to its placement and the angle. The current status of the patient is unknown.

Event description:
It was reported that during a recanalization procedure, the guidewire allegedly stuck inside the patient. The doctor attempted to use a snare retrieval kit to retrieve the wire but was unsuccessful due to its placement and the angle. The current status of the patient is unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. However a photo was provided for review. Therefore, the investigation is inconclusive for the reported issues. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.